Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post-implant, an alert was triggered for high impedance on the atrial and ventricular channels. The physician tested the values manually and the measurements were above 3000 ohms. Upon revision, a setscrew problem was noted. It was determined that the right atrial (ra) lead was not properly fixed in the atrial port. Upon reconnection of the ra lead, measurements were noted to be within normal parameters. The device and ra lead remain in use. No patient complications have been reported as a result of this event.